Event description:
New information received notes that cultures were taken on (B)(6) 2021

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-38624. It was reported that a patient presented in-clinic for a system explant. Prior examination of the patient's implantable cardioverter defibrillation system had revealed infection. The entire system was explanted on (B)(6) 2021. The patient was stable throughout.